Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not pumping. It was noted there was a kink in the system. The device was removed and replaced. There were no patient complications.